Manufacturer narrative:
(B)(4).

Event description:
The customer reported a positive result with a cyclesure 24 biological indicator (bi) after a completed sterrad nx cycle. The customer reports no load was affected. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure 24 biological indicators. (B)(4) are related complaints from the same facility. This is two of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2015-00543 and 2084725-2015-00544.